Event description:
The customer reported that the reusable menstrual disc got lodged in a way that they could not remove. Customer went to the emergency room to have the disc removed by a medical professional. Customer stated they experienced pain. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.